Event description:
It was reported that during intra-aortic balloon (iab) therapy, a balloon rupture occurred and blood was seen in the tubing. The customer stated that the console then generated a leak in iab circuit alarm. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Product evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 45.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-2019 to jul-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). Occupation: msn rn ccrn-csc-cmc ces-a / clinical supervisor / ECMO specialist educator. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a balloon rupture occurred. The customer stated that the console generated an alarm and immediately after blood was seen in the tubing. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.